Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found rail-to-rail noise. There were some untreated episodes stored for the same noise. The local representative has now reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.